Event description:
Paramedics attempted to monitor a patient's ECG using the device (patient details were not reported). The device allegedly failed to display the patient's ECG and displayed an inappropriate leads off alarm. A non-invasive blood pressure (nibp) measurement was also attempted using the device. The nibp feature allegedly failed to function. The operator cycled device power in an attempt to restore proper device operation. The operator was unable to restore proper operation. The patient's outcome was not reported.